Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2023 getinge became aware of an issue with one of surgical lights - prc9501. It was stated the corrosion has built up on the screws of the suspension arm. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number ot (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - prc9501. It was stated the corrosion has built up on the screws of the suspension arm. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination. Defective parts prx/prc- 6 preglued screws chc m6x12 were replaced and device was put back to usage. It was established that when the event occurred, the surgical light did not meet its specification due to rust occurrence and in this way contributed to the event. None of information available to date suggest that at the time when the event occurred the device was being used for the patient treatment. As stated by the subject matter expert, peeling paint and rust formation were probably caused by: - a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. - the presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use, the relative humidity must be between 20% and 75%. To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages. The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. To reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manual mentions in the preventive maintenance protocol to lubricate some parts of device. The instruction for use mentions not to use a damaged device because it may lead to a risk of injury for users or a risk of infection for patients (prc/nu/02/92, pages 12, 31). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.